Event description:
The patient presented to the clinic due to inappropriate therapy due to noise on the lead. During explant, an insulation break was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported insulation was confirmed. The outer insulation was abraded between 7.9cm and 8.1cm from the connector pin and the sensing coil was exposed. An abrasion mark was observed on the outer insulation at 18.0cm. The damage found is consistent with that of friction to the ICD can.